Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05098. The patient underwent a trial procedure on (B)(6) 2015. It was reported the patient met with an sjm representative and invalid impedance was found. X-rays were taken and lead fracture was confirmed. As a result, the trial leads were removed.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.